Event description:
The manufacturer received information alleging a patient experienced a ventilator service required alarm while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's error code, battery not charging fault (e-059) was observed in the device's error log. The manufacturer service technician noted that the failure was caused by the detachable battery. In conclusion, the device's detachable battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the display and vanity cover were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.